Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient faced adhesive issues with the entire box of insets infusion sets, leading to an event on (B)(6) 2026. The adhesive failure caused the needle to dislodge, resulting in hyperglycemia with a blood glucose level of 401 mg/dl and symptoms including polydipsia, dry mouth, malaise, nausea, and vomiting. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR 2570061 - MDR 3003442380-2026-01247. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 16/apr/2026 against "lot number" "6011007" and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type), adhesive patch completely detaches during use-detachment / significant wetness. The review confirmed that lot 6011007 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 16/apr/2026 against "lot number" criteria equal "6011007" and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type), adhesive patch completely detaches during use- detachment / significant wetness. The count of complaints is 1. The complaint number are 2570061. Device history record (DHR) review: the lot 6011007 was manufactured according to work instruction (wi) version 76 and manufactured in the inset03, on 09/jan/2025 with a total of (B)(6) units. Sub-assembly: gluing of tubing the sub-assembly, gluing of tubing of the lot 4m03965 was manufactured according to the form version 12 and manufactured in the igtl01, on 20/dec/2024, with a total of (B)(6) units. The sub-assembly, gluing of tubing of the lot 4m02673 was manufactured according to the form version 12 and manufactured in the igtl01, on 18/dec/2024, with a total of (B)(6) units. Review of the DHR showed that during the outgoing an CAPA 2124256 for product lid without engraved information or with illegible engraving in the lot number 6011007 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Conclusion: the DHR review supports compliance with manufacturing and quality requirements, the isolated CAPA 2124256 finding. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot 6011007 were previously tested in the complaint 2545533 on 21-apr-2026. Wi guidance for visual testing for complaints area version 3: all 03 samples tested passed visual inspection. All test results were within specification as documented in the attached test report 2545533. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011007 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos were requested; however, the customer confirmed that no photos were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.